Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No moisture damage or fluid was found in the insulin pump during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 400+ mg/dl. The customer did not mention any treatment for high blood glucose event. The customer did not mention any symptom related to high blood glucose event. The customer also reported blank display on the insulin pump. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Troubleshooting was performed and the display did not return after restart. The customer also reported that the insulin is dripping out of the insulin pump. They reported that could smell insulin inside of battery compartment and reservoir compartment. The insulin pump also received replace battery alarms several times. The customer could not perform self test on the insulin pump due to blank display. The insulin pump will be returned for analysis.